Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a no delivery. Reservoir was not empty. Troubleshooting was performed. The customer delivered 5 units with the insulin pump to fill the cannula. Insulin was able to exit. The insulin pump passed the displacement verification test. However, the customer did a rewind and delivered 5 units of insulin again and the alarm occurred. The device was returned for analysis.